Manufacturer narrative:
No samples were available for evaluation. Method: the devices were not available for evaluation. Therefore, no testing can be performed. Results/conclusion: the devices were not returned for evaluation. No product evaluation can be performed. Furthermore, relevant portions of the device history record were reviewed and there were no corresponding issues identified during manufacturing or final release. To date, no other complaints have been received for the reported finished good lot. It is uncertain if the quill knotless tissue-closure device attributed to this event. Angiotech reference: (B)(4) - patient #2. Item # ya-1023q, quill, 3-0 undyed monoderm, lot m428870.

Event description:
This case was initially submitted on MDR #2522801-2010-00004 which included very minimal information. Additional patient specific information was received on (B)(4) 2011. Therefore, a follow-up report for 2522801-2010-00004 was submitted which included information obtained for patient #1. This report and one (1) additional report (2522801-2011-00009) will be filed for patient #2 and patient #3. Patient #2: operation date (B)(6) 2010 - right medial unicompartmental knee resurfacing/replacement. The surgeon stated that the incision was sutured at 90 degrees of flexion. The wound was reviewed on (B)(6) 2010. There was concern regarding superficial wound ischemia. Antibiotics were prescribed. The wound did go on to breakdown and the surgeon wanted to manage with vac pump. However, the patient's insurance denied this treatment. This patient had protracted wound healing in excess of six (6) weeks complicated by a superficial and significant skin infection.